Event description:
It was reported that there was unstable speed. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. A 1.50mm rotapro, a 330cm rotawire and a rotapro console were selected for use in a percutaneous coronary intervention (pci) procedure. A non-bsc sheath and guide catheter were used. The rotapro was prepped and platformed at 190000 rpm outside the patient. During the procedure, rotapro was advanced into the blood vessel. Ten ablation runs were completed at the lesion area in lad proximal with speeds 190000 rpm to 200000 rpm for 10 seconds each. After the twelfth ablation, a drastic high rotation sound was noted, and the burr become stuck on the wire in the lesion. The device reached speeds of 240,000rpm - 250,000rpm during use inside the patient. The physician removed the device using dynaglide mode; however resistance was felt and a sound was heard from the advancer part and the burr did not rotate. When the physician performed a test outside the patient's body, there was a sudden increase in speed to 240,000rpm - 250,000rpm and the burr did not move. It was noted the burr drive shaft detached at the handshake connection. The procedure was completed successfully with another of the same rotaburr and rotawire. There were no patient complications reported. The patient's status was stable post procedure.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). E1: initial reporter state: (B)(6). H6. Evaluation conclusion code was updated. Device evaluated by manufacturer: the device was returned for analysis. The system was tested with an advancer. All tests performed at operation speed values within expected ranges.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). E1: initial reporter state: (B)(6) device evaluated by manufacturer: the device was returned for analysis. The system was tested with an advancer. All tests performed at operation speed values within expected ranges.

Event description:
It was reported that there was unstable speed. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. A 1.50mm rotapro, a 330cm rotawire and a rotapro console were selected for use in a percutaneous coronary intervention (pci) procedure. A non-bsc sheath and guide catheter were used. The rotapro was prepped and platformed at 190000 rpm outside the patient. During the procedure, rotapro was advanced into the blood vessel. Ten ablation runs were completed at the lesion area in lad proximal with speeds 190000 rpm to 200000 rpm for 10 seconds each. After the twelfth ablation, a drastic high rotation sound was noted, and the burr become stuck on the wire in the lesion. The device reached speeds of 240,000rpm - 250,000rpm during use inside the patient. The physician removed the device using dynaglide mode; however resistance was felt and a sound was heard from the advancer part and the burr did not rotate. When the physician performed a test outside the patient's body, there was a sudden increase in speed to 240,000rpm - 250,000rpm and the burr did not move. It was noted the burr drive shaft detached at the handshake connection. The procedure was completed successfully with another of the same rotaburr and rotawire. There were no patient complications reported. The patient's status was stable post procedure.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that there was unstable speed. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. A 1.50mm rotapro, a 330cm rotawire and a rotapro console were selected for use in a percutaneous coronary intervention (pci) procedure. A non-bsc sheath and guide catheter were used. The rotapro was prepped and platformed at 190000 rpm outside the patient. During the procedure, rotapro was advanced into the blood vessel. Ten ablation runs were completed at the lesion area in lad proximal with speeds 190000 rpm to 200000 rpm for 10 seconds each. After the twelfth ablation, a drastic high rotation sound was noted, and the burr become stuck on the wire in the lesion. The device reached speeds of 240,000rpm - 250,000rpm during use inside the patient. The physician removed the device using dynaglide mode; however resistance was felt and a sound was heard from the advancer part and the burr did not rotate. When the physician performed a test outside the patient's body, there was a sudden increase in speed to 240,000rpm - 250,000rpm and the burr did not move. It was noted the burr drive shaft detached at the handshake connection. The procedure was completed successfully with another of the same rotaburr and rotawire. There were no patient complications reported. The patient's status was stable post procedure.